Event description:
It was reported that the patient began experiencing frequent absences (seizures) more recently. Patient also went to the emergency room for diazepam IV administration. No other relevant information has been received to date.